Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) in consecutive events when walking. The shocks were determined to be due to t-wave oversensing when programmed in primary sensing vector. It was noted that the patient was hospitalized for monitoring and therapy optimization. Technical services (ts) was consulted and upon review determined that the patient had received six inappropriate shocks due to rhythms with different morphologies. Ts discussed that the patient returns to normal sinus rhythm in some cases and others show no change in morphology. It was further noted that the rate zone had previously been modified from 210 bpm to 220. The rate during the episodes was above 220 to 230 bpm. Ts discussed programming options. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.